Event description:
Event description the device was explanted due to it reaching elective replacemaent near. There was an allegation of premature battery depletion as the device was implanted for almost 2 years.